Event description:
I am concerned about the report of zinc poisoning from the use of fixodent and poligrip to secure dentures. I recently have been experiencing balance problems and have scheduled the recommended blood tests to determine if there are high levels of zinc in my blood. I only see this one reference to the possible issue with fixodent. My dentist or doctor were unaware of the issue. I do not see a recall of any class on this product. Once I receive the blood results, I will follow with you unless you have pertinent info I can benefit from now.